Event description:
Line was placed (B)(6) 2009 without any issues until the pt was bitten by a dog. A CT scan was completed after the dog bit the pt and no malfunctions had been noted. The line flushed properly but then around (B)(6) 2009, the pt could hear rushing sounds in her ears during flushing. No tip location study was done, pt was just sent to infectious decease and they sent pt to infusion and insisted the line be removed. No culture was taken on the tip of catheter once it was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.